Manufacturer narrative:
On (B)(6)2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
It was reported that a patient with an unknown history had a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. At the beginning of the procedure after the transseptal puncture and during the mapping phase, patient's blood pressure dropped and approaching the end of the procedure: tamponade identified via ultrasound which required drainage. It was stated: no possibility of ascertaining the exact cause, we suspect a puncture related to delicate handling in a small atrium. No defect identified on the device, it was used until the end of the procedure. The patient required extended hospitalization for management of the adverse event. No error messages were observed throughout the case. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed.. Bwi conducted a general inspection through the visual inspection and all features of the catheter tests. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal action were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient with an unknown history had a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. At the beginning of the procedure after the transseptal puncture and during the mapping phase, patient's blood pressure dropped and approaching the end of the procedure: tamponade identified via ultrasound which required drainage. It was stated: no possibility of ascertaining the exact cause, we suspect a puncture related to delicate handling in a small atrium. No defect identified on the device, it was used until the end of the procedure. The patient required extended hospitalization for management of the adverse event. A transseptal puncture was performed with an abbott brk xs series transseptal needle. The force visualization features used included dashboard, vector and visitag. Additional filters were used with the visitag module: ablation index 450 ant, 400 post. Visitag module was used, the parameters for stability were (range; time; fot; tag size) 3 mm, 3sec, 30% over 3 grams. An irrigated catheter was used in the event with the flow setting at 2ml/min during mapping phase, 15ml/min during ablation phase. The pump was properly switching from ''low'' to ''high'' flow during ablation and the correct catheter settings were selected on the generator. No error messages were observed throughout the case.